Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: required intervention" was marked in error, in place of "death", in the initial report. This report notes the appropriate selection.

Event description:
It was reported that the patient deceased due to sudden cardiac death. There was no known allegation that the device caused or contributed to the death.